Event description:
The customer reported that during deployment of the vasoseal es, the tissue dilator was advanced approx 1/2 - 1 inch beyond the white marker on the temporary arteriotomy locator. Upon realizing this, the deployer retracted the tissue dilator and removed the temporary arteriotomy locator and then noted that the j segment was missing. A fluoroscopy of the groin did not reveal the j segment. Manual compression was held for 20 mins. No complications were reported.